Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient in (B)(6) receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver lioresal and morphine; no further drug details were provided. The pump's indication for use (IFU) was listed as pain. At the time of the event the patient was also taking oral paracetamol. The patient experienced pain in the pump pocket. It was localized in the pocket bottom side. It was reported that "probably abdomen relaxation" led to the event. There was no phlogosis (inflammation), pocket seroma or fever. A cbc (complete blood count) was completed; however, results were not available. A pump echography showed a mass and necrosis in the pump pocket. A pocket revision was being planned. Additional information was requested for drug details, action taken and outcome. Additional information received from the physician via the company representative indicated that the drugs used in the pump were morphine and lioresal with a daily dose of 75mcg/day with a flow rate on the isomed pump of 0.5ml/day.